Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the buttons were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were responding as expected and did click back and spring back normally. The original reported keypad malfunction could not be duplicated or verified and an unreported bolus button was discovered during evaluation; the cover was removed and the plug was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.